Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a kink 60cm from the hub. Microscopic examination revealed damage to the tip and a longitudinal tear in the balloon 3mm from the tip that is approximately 12mm long. There is blood present in the inflation lumen and balloon. The balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on analysis completed on (B)(6) 2019. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another device. No patient serious injury nor complications were reported and the patient's status was stable. However, returned device analysis revealed balloon torn longitudinal.